Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed the urea nitrogen assay parameters automatically downloaded incorrectly to the alinity ci system control module after a software update. The customer observed after the software update on (B)(6) 2024 at 2:00 p.m. The correlation factor was restored to 1 with no notification while keeping the linearity limits appropriate for the correlation factor of 2.14. After the customer ran quality controls, the urea nitrogen results were low compared to the expected means. The results were not multiplied by the expected correlation factor of 2.14 and were not aligned with the customer¿s references. After correcting the factor, it was necessary to recalibrate the assay so that it was applied to the results. The following sids were provided: (B)(6) however, no specific data results were provided at this time. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify any trends for the issue under review. Review of the manufacturing documentation did not identify any non-conformances or potential non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Review of the alinity operations manual provides adequate labeling on how to install assay files on the instrument which includes steps on how to print the assay-specific installation information (alinity c urea assay file document). Review of the alinity c urea assay file document provides information regarding specific installation requirements. It mentioned that for assay file versions that differ from the previous file versions and that require installation or reinstallation, all customer-configured parameters are retained except the following parameters: run calibrations for reagents by lot or kit, calibrator replicates, full calibration interval, slope limit for ict assays, correlation factor, and intercept. Review of the alinity operations manual and alinity c urea assay file document revealed that the system is working as designed. Based on the investigation, the alinity ci-series scm module, serial number (B)(6) is performing as intended at the customer site, therefore, there is no systemic issue or deficiency of the alinity ci-series scm module, serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed the urea nitrogen assay parameters automatically downloaded incorrectly to the alinity ci system control module after a software update. The customer observed after the software update on (B)(6) 2024 at 2:00 p.m. The correlation factor was restored to 1 with no notification while keeping the linearity limits appropriate for the correlation factor of 2.14. After the customer ran quality controls, the urea nitrogen results were low compared to the expected means. The results were not multiplied by the expected correlation factor of 2.14 and were not aligned with the customer¿s references. After correcting the factor, it was necessary to recalibrate the assay so that it was applied to the results. The following sids were provided; (B)(6) however, no specific data results were provided at this time. No impact to patient management was reported.